Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace insert accessory to perform failure analysis. The accessory was analyzed and it failed an energy recognition test when connected to an in-house generator. The blade broke at roughly 0.18¿ from the base. A broken piece measuring approximately 0.084¿ x 0.450¿ in size was missing and was not returned. The probable root cause of reported issue is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. This caused the energy recognition failure and broken pieces from the blade.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace insert accessory was observed to have a recognition issue. The procedure was completed with no reported injury.